Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration, rupture.

Event description:
Company representative reported on behalf of the patient ¿extracapsular rupture points, with prosthetic material exiting large areas of the periprosthetic space, including the armpit, the material has multiple echogenic lumps¿ via ultrasound. This record is for the left side. Device remains implanted.